Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that venous access for the right ventricular (rv) lead insertion was difficult and that the lead was suspected to be fractured from the difficult insertion. The lead was not used and a different lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst commented that no anomalies were observed regarding the returned lead and all electrical testing was within specified parameters. A conductor fracture was not observed.